Event description:
It was reported by the customer that the pyxis medstation es system experienced a black screen. The customer tried to power the device using a different power outlet, but the issue still persists. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation or pharmacy and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a black screen as a result of defective controller boards located in the half-height drawer 4. A field service engineer replaced all the controller boards in the drawer 4 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.